Manufacturer narrative:
An event of device embolization into the left atrium, left ventricle and then aorta was reported. Information from the field indicated the prosthesis migrated after release into the left atrium then left ventricle then aorta. Information from the field also indicated that the defect was sized at 18mm using a sizing balloon. A returned device assessment could not be performed as the device was not returned for analysis. Abbott requested for procedure imaging to review but this was not provided by the site. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
It was reported that a 18mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio delivery system. During the procedure the defects was measured with a 18mm amplatzer sizing balloon ii (sizing balloon amulet 18mm - measured at 14mm - absence of retro aortic edge +4mm - choice of an 18mm prosthesis). The occluder was mounted on a trevisio cable. Once positioned, absence of residual shunt stability tests are carried out - prosthesis pulled, pushed, it remains in place. When the prosthesis is released, it changes position at the level of the aorta into the left atrium then left ventricle then aorta. The occluder was explanted and the defects was surgically closed. The patient is stable